Event description:
Dr. (B)(6) suggested that I take this treatment called transcranium magnetic stimulation to address my bipolarism my suicidal ideations, my headaches, my manic major depression disorder and other things that's making me feel uncomfortable in life. Well with this treatment on (B)(6) 2022 two days after that I went to the hospital and I was admitted because I had hematrine on my brain and I stayed in the hospital like 3 days my "profanity" was twitching; I was limping, no feeling in my left side and it had to be because of this tms machine either it was the operator or the machine was faulty. As current I'm in and out of the hospital for pain on my right face and I'm limping and my blood pressure is fluctuating. I've been diagnosed by the hospital doctors and I had took an MRI the diagnosis were trigeminal neuralgia (B)(6) I will be going to the neurologist dr. (B)(6) to get a formal diagnosis and to confirm I was damaged by that t.m.s machine. (B)(6) medical.